Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) of a femoral supracondylar fracture on (B)(6) 2018. During insertion of the spiral blade, it was noted that the blade interfered with the nail. Surgeon attempted to hammer the blade in place but was not successful. The spiral blade was then removed and replaced with another spiral blade of a different size. Surgery was completed with no delay and not adverse consequence to the patient. Surgeon noted the patient had inferior bone quality and that the use of guide wires may have unexpectedly moved back and forth or become slack. This report is for one (1) unknown guide wire. This is report 3 of 3 for (B)(4).